Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose levels of 404 mg/dl. The customer also experienced nausea and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery and low reservoir alarms in the alarm history. Nothing further was reported.